Event description:
The subject device was used during an uncertain procedure. Ultrasound output error occurred, the probe of the device was broken and fell off outside the pt. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down. This device is subject to total inspection to ensure that te device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the probe received the high load. The instruction manual of sonosurg mentions warning and caution. Do not increase the ultrasonic output too much or too quickly, otherwise, it may cause pt injury and/or equipment damage. This report is being submitted as a medical device report in an abundance of caution.